Event description:
The customer reported the ventilator alarmed during use on a patient due to an air source fault. The customer reported there was no patient harm. If the ventilator is operating, and no air flow is detected and the oxygen source is not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. Loss of both gas supplies will affect the function of the ventilator. Review of the ventilator log history indicated there was an occurrence of a gas supplies lost: safety valve open alarm. The manufacturer's field service technician was unable to duplicate the air source fault or loss of both gas supplies. The service technician replaced the air motor controller board as a precaution for the findings. Extended self testing and performance verification testing was completed and tests passed to operating specifications.